Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was in the water and her insulin pump stopped working. The customer¿s blood glucose level was 23 mg/dl. Customer reported display was blank currently and the insert battery alarm did not display on the insulin pump screen. Customer reported the contacts on the battery cap are neither missing nor damaged. Customer reported battery compartment was neither damaged nor corroded. Customer reported the spring was neither damaged nor corroded. The insulin pump display did not return after restart and troubleshooting. Customer reported she had a low blood glucose as a result of her insulin pump failing and was hospitalized on (B)(6) 2019. Customer reported that the insulin pump delivered too much insulin as a result of having it in the water. Customer alleging possible insulin pump over delivery. Customer was treated with food and glucose tablets. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.